Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08295. It was reported that noise was noted on the atrial lead. The lead was explanted and replaced. During the procedure it was noted that the left ventricular lead was attached to the competitive right ventricular lead. Both the leads were explanted. The patient was stable.

Manufacturer narrative:
A partial lead (distal end) was returned in one piece measuring 48.0cm. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil at 4.8cm to 4.9cm and 5.0cm to 5.1cm and 34.4cm to 35.1cm from the distal tip. The cause of the reported event was isolated to external abrasions breaching the outer insulation and exposing the outer coil.